Event description:
The customer contact reported concurrent delivery. The tubing set was being used to deliver an unspecified solution on the primary line via a symbiq pump. At an unspecified time, a secondary tubing set was connected to the primary tubing set for piggyback delivery of an unspecified volume of blood. The primary solution container was lowered below the secondary solution container. After an unspecified length of time, it was noted the secondary solution was taking longer than expected to infuse. At this time, it was noted that the primary and secondary solutions were infusing concurrently. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded.